Event description:
It was reported the pt was implanted with a miniarc sling sys and another MFR's graft on (B)(6) 2009 with the intention of treating her stress urinary incontinence, stage iii cystocele, hypermobile urethra, and rectocele. The pt experienced pelvic pain, stress urinary incontinence, incomplete emptying of the bladder, and infection. On (B)(6) 2009, the pt underwent surgical revision. During the procedure, it was found that the sling and graft were displaced and "bunched" at the level of the urethrovesical junction. Another sling was implanted during the revision. The pt continued to experience recurrent cystitis, voiding dysfunction, and symptomatic vaginal prolapse. On (B)(6) 2009, the pt underwent further surgical repair/revision. The pt continues to experience mental and physical pain and suffering, dyspareunia, erosion, disability, impairment, and permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.